Event description:
A healthcare professional reported that during a middle cerebral artery aneurysm embolization procedure, a 4.5x14mm enterprise vascular reconstruction device (product code: enc451412, lot number: 10021145) became impeded in the proximal end of a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 317941060) and could not advance any more. The doctor tried to retract the stent, the stent was found detached from the delivery wire in the microcatheter hub. The doctor removed the microcatheter (mc) and stent from the patient and switched to new devices to complete the surgery. Does surgeon have an extra set of hands to support while flushing aligning the enterprise system was answered as ¿yes¿. Is a push plunge rhv being used was answered as ¿twisted type¿. Is there force needed to remove the delivery wire once impeded and then the stent detaches in the hub or the proximal end of the microcatheter was answered as ¿yes, the doctor increased force to remove the delivery wire, and the stent was detached from the delivery wire in the microcatheter hub. The replacement stent was an enterprise1 of same product code.additional event information received on 07-jul-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. It is unknown if there was saline flushing during the procedure. The microcatheter did not kink/bent. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref# (B)(4).information regarding patient weight, height, medical history, race, and ethnicity was not reported.section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.